Event description:
It was reported that the customer had a sensor error and the sensor looked like it was frayed or separated at the end when she removed it. Customer was told that when a sensor is damaged during insertion, it can cause sensor error or explain the causes of sensor error alerts. Customer was wearing the sensor above the belly button and felt uncomfortable when she bent. Customer also had issues with differences between sensor glucose and blood glucose readings. Customer stated that last night her sensor glucose reading was 69 mg/dl and her blood glucose level was 109 mg/dl. Customer was calibrating every time she checked her blood glucose level. It was explained that this could have been the cause of the issue. Customer had a rash on her skin when she removed the sensor. Customer was told there are many other options for putting on other tape on the site, so the sensor adhesive sits on the tape rather than the skin. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.